Event description:
The asp account executive alleged that the supervisor of central sterile, saw a prompt on the sterrad 100nx screen that asked if she wanted to run a door test. The supervisor was informed that she should not run a diagnostic, but felt this was a different prompt because it is asking to run a door test. She selected yes on the screen. After she selected yes, a yellow prompt popped up and said "door is stuck". Then, a second yellow prompt appeared and said "ventilation in process". At that time, the supervisor smelled an unusual smell and tasted something peculiar. Then her eyes began to burn. The supervisor immediately went to the emergency room and had her eyes flushed with water for 15 minutes. The asp ae visited the facility and stated the customer had redness on her neck and the exposed area around her chest. The customer's head and neck were itching. The customer's eyes were puffy, swollen and itching. The customer could not open her left eye all the way. The customer indicated the symptoms lasted 10 hours. The customer did not want to provide any further updates to asp. However, the customer did indicate she had been diagnosed with lupus.

Manufacturer narrative:
Human reaction: capital equipment, unit evaluated at the facility. Fse troubleshot unit and replaced the atmospheric pressure switch due to vent time out issues. The fse also replaced the door latch and upgraded the software to the newest version. Re-calibrated the baratrons due to them being off when running leak test. Re-ran a passing leak test. Reset the unit and ran a test cycle with biological indicator. System meets specifications. Came back the next day to replace the display having issues seeing the proper date, time.